Manufacturer narrative:
The device was returned for investigation. The smiths label was intact. There was no evidence of the reported problem found in the event log. A functional test was performed, and the device passed. The reported failure was not replicated. Upon further investigation, three separate accuracy tests were performed, and the pump was found to be over delivering to the manufacturing specifications, instead of the issue. The root cause of the event cannot be established. The expulsor will be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device fails accuracy -7.6% during testing. No patient injury was reported.